Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a pre-operatively 7.7 cm in diameter and 19.6 cm in length ruptured descending thoracic aortic aneurysm in zone four. The proximal neck diameter was 28mm and 18mm distally. There was mild calcification in the proximal and distal aortic neck and also at the iliacs. It was reported that during the debranching procedure, prior to the use of the talent device, the aneurysm ruptured. The physician performed a touch-up and was successful excluding the aneurysm. Another manufactures stent graft was implanted. It was reported the following day the patient expired due to the rupturing of the aneurysm prior to the stent graft implantation.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), operational context contributed to event (treatment of a pre-operatively ruptured aneurysm.